Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report issues with the receiver on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot due to perpetual rebooting. A functional test could not be performed in this state. Data could not be downloaded in this state. The receiver case was opened and the ui pcba was detached to successfully download the data log. The data log was reviewed and firmware errors were observed. A voltage test was performed and passed. The complaint confirmation was confirmed. A root cause could not be determined.